Manufacturer narrative:
Additional information was received that the reason for revision was to upgrade the patients ipg for better coverage and pain relief. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.